Event description:
Reporter stated that pt had been obtaining elevated blood glucose results (192, 400, and 600 mg/dl), while using the suspect device. Based on the value of 600 mg/dl, pt sought treatment in the hospital emergency room. Reporter noted that pt's blood glucose monitor, approximately 1 hour later. Pt was given a turkey sandwich, fruit, and intravenous fluids (contents not provided). Pt remained hospitalized, overnight, for observation. Pt's current condition: feeling fine. Quality control testing had not been performed on the system. Technical support rrequested the return of the suspect product and replacement product was shipped.